Event description:
It was reported that a user experienced multiple apparent low glucose events on an insulin pump integrating a dexcom g6 cgm, leading the user to pause therapy and disconnect, with subsequent fingerstick checks showing discrepant values compared to cgm readings; the user had also independently increased cgm therapy targets and sought education on the system learning process and algorithms. Symptoms included perceived hypoglycemia without corroborating capillary blood glucose values. Outcomes included self-treatment with oral glucose and temporary interruption of insulin delivery, without hospitalization. Investigation included technical support review and user counseling regarding cgm accuracy, calibration, and sensor replacement when readings remain discordant. Investigation of this case revealed inconsistent cgm readings relative to fingerstick measurements and user-initiated changes to therapy targets. It was concluded that the cause of the reported low readings was unclear, with cgm inaccuracy suspected and no device malfunction of the pump confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.